Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause of the inability to aspirate the catheter was unknown.

Manufacturer narrative:
Product ID: 8709; serial# (B)(6); implanted: (B)(6) 2005; explanted: (B)(6) 2025; product type: catheter. Product ID: 8578; serial# (B)(6); implanted: (B)(6) 2018; explanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 13-jul-2006, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(6), ubd: 01-feb-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 606 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that today at the routine pump replacement they were not able to aspirate the catheter. The catheter was originally 87.4 cm. During the procedure, they removed the existing 7.6 cm sutureless connector and then removed 4.5 cm of the existing catheter replacing it with a new sutureless connector. The new pump was not primed on the back table, so it was calculated that the patient would receive the drug in the catheter for 13 hours and then have a 20.5 hour gap in therapy.